Event description:
(B)(4). I started breaking out in boils every month and it so bad that I don't like to go anywhere, I'm embarrassed. And u can tell u I don't care of my looks or what other think but it so gross and it on my back and it seems when u sweat it worse. My body is ache my joints, my back, my feet, hurt off and on. My stomach I swear I could feel something moving kicking or fluttering feeling and I'm not pregnant. I can be fine then 5 min from going to bathroom or eating or even after sex I look (B)(6) pregnant. My hair is falling or breaking apart. On occasion I get shape pain in my vagina and my colon. Or straight down my leg with a burning sensation that feels like menthol. I have never had any before essure.